Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the set screw would not torque. The implantable pulse generator (ipg) was therefore not implanted and replaced. No patient complications have been reported as a result of this event.